Manufacturer narrative:
(B)(4). The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that a consumer called regarding results after surgery. Reported having had corneal smoothing procedure in 2021. Stated surgeon had said lens was dislocated / off axis 20%. Consumer reported seeing a corneal specialist the next week. Patient was provided the aao.org website to seek a second opinion and said would call and update with progress. No further information has been received at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient was seeing blurry and double vision. Additional information has been requested, received and stated patient was having monocular double vision in right eye, vision foggy, had corneal smoothing procedure in 2021. Surgeon has said lens dislocated/off axis 20%. She had difficulty seeing at night, had a lot of glare. The patient was about to see corneal specialist next week.